Event description:
It was reported that during implantable cardiac monitor (icm) implant the left breast implant was pierced. The device is planned to be repositioned when breast implant is replaced. No further patient complications have been reported as a result of this event.